Event description:
The event is reported as: alleged issue: customer reported that staples are not holding and coming out of pt. No pt injury reported.

Manufacturer narrative:
Eval: method: device history record (DHR) review. Complaint history review. Results: DHR review for the reported lot number could not be conducted since the lot number was not provided. No similar issues related with this complaint were found during period review. Conclusion: based on all evidence gathered during the investigation, a root cause could not be determined for the reported issue. MFR will continue to trend on this issue.